Event description:
Reporter indicated a pt had vns lead and generator revision surgery due to high lead impedance. The pt was also experiencing an increase in seizures. The pre-vns baseline seizure level is unk. The explanted lead and generator have been returned and are currently in product analysis. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected.